Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detaches from the thread. Veterinary use.

Manufacturer narrative:
Analysis and results: (B)(4). We have received an open sample that seems unused, the needle is still attached to the thread. We have tested the needle attachment strength of the samples received and the results fulfill the requirements of the (B)(4) pharmacopoeia ((B)(4)): 0.42 kgf ((B)(4) requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of (B)(4) pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.